Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer experienced issues with the act button, the b button and the esc button all being non-responsive. The customer's blood glucose was unknown mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.